Manufacturer narrative:
Insulin pump passed prime/compromised force sensor system and no delivery tests. No excessive "no delivery" alarms noted. Device had scratched lcd window.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose was 437 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.